Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported experiencing a lung puncture. Follow-up with the physician's office confirmed that the patient experienced pneumothorax, and that this occurred during a lead replacement procedure, but that it was unclear which what device, if any, caused the puncture. The lead remains in use. No further patient complications have been reported as a result of this event.